Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not even need the stimulator anymore. The patient believed she didn't need the stimulator to begin with. After the patient had the device implanted her pain went up again and it stopped helping with the pain. The stimulator initially helped with pain a little bit, but that was with settings at the maximum. They finally did an x-ray on the patient¿s hip on (B)(6) 2017 and determined that the patient needed a total hip replacement. The patient had total hip replacement surgery to resolve the reported pain that the stimulator was not taking care of. As of (B)(6) 2017, the patient was one week post-operative of the total hip replacement. It was reported that the issue began in (B)(6) of 2016 which conflicts with the previous dates reported. No further complications were anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Information previously captured in regulatory report # 3004209178-2017-02201 will now be captured in this event.

Event description:
Additional information was received from the consumer that reported that the patient had bad pain starting in (B)(6) 2016 and they thought that it came from her back. A mylogram was performed and they couldn't find anything wrong, so they did an implantable neurostimulator. The patient stated that it did help with the pain, but then it started getting worse. In (B)(6) 2017 they did an x-ray of the hip and she had to have a hip replacement. She has bone on bone osteoporosis. On (B)(6) 2017, the patient got an electric jolt. She said that it went up real high and she couldn't move. She had to turn it off. When she lies down, it goes away, but if she changes positions it goes higher. It changes intensity and it is real weak. The patient stated that she was at 8 ¿ something on the left side and she could feel the lead on the spinal cord. There were no traumas or falls associated with the issue. A fluoroscopy was performed on (B)(6) 2017 and the manufacturer representative reprogrammed it. The health care provider and manufacturer representative said that it was okay, and the patient left thinking that it was okay, but as of (B)(6) 2017, it was doing the same thing. The patient¿s medical history includes failed back syndrome.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient has had a lot of surgeries prior to the device being placed. The patient stated that they had leg pain most of their life and it always felt like they had socks on that came up to their knees and didn't feel like it was significant or bad enough to get a stimulator for. The patient stated with the pain in their legs they kick at night and doesn't know if it was restless syndrome, but it had gotten better with the back surgeries. The patient stated that they had always considered the leg pain pretty mild except when they went to bed at night it would wake them up. The patient stated that the device works for 'restless leg syndrome' and they think it has helped them sleep. The patient stated that in (B)(6) 2016 they noticed that their hip hurt so they went into the hcp with the chief complaint of a hip problem where hip pain is radiating to their groin so they got a stimulator. The patient stated that the reason they got the device was for hip pain that was so excruciating that they could walk/barely get out of bed/ go shopping/no quality of life. The patient stated that the stimulator never fixed hip pain and they don't know why the doctor thought they would. The patient said at first that the device may have given them a little pain relief because it would just mask the hip pain, but that didn't last long. The patient stated that their ins wasn't going to help them walk as they were using a cane and got an x-ray and it was noted that they had no cartilage. Their hip was replaced and the patient feels fantastic. The patient isn't using a cane anymore and walked a half a mile. The patient also stated that after the surgery they do need the stimulator and it¿s actually helping them sleep. The patient stated that their left leg is better since the hip surgery but their right leg still bothers them. The patient stated that they are pretty tough when it comes to pain and they are when it comes to bone on bone with their hip. The patient mentioned that the healthcare provider (hcp) told them to get radio-frequency ablation for back pain, but called their hcp and asked if it was okay with a stimulator and they said that it was okay, but they googled it and it wasn't compatible. The patient asked why the doctor said it was okay, and the guidelines were reviewed with the patient. The patient stated that the manufacturer's representative (rep) put setting with "broad pulse width" in their device and they tried it but didn't do anything for them so they stopped. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient had been in bed resting for several weeks due to an upcoming hip surgery; the patient was recently evaluated and told they needed a total hip replacement. The patient was continuing to use their implantable neurostimulator (ins) at high amplitude settings, 8.2v and 8.6v. It was reported that on the date of this report, when the patient got up to use the bathroom, the intensity setting was so great that they couldn't move and had to get a family member to get the programmer and turn it down. The patient stated that in the past, they would turn it down but it would go back to a higher setting. No falls or accidents were reported that could be related to the issue. The patient mentioned that they hadn't read any post-op literature or viewed videos for additional information about their ins. The patient had been using group a for the majority of the time. It was reviewed how to find group a when in adaptive stim (as) mode; the use of the as feature and how changes need to be timed for three minutes in order to store as ¿new normal¿ for the position was also explained. The patient stated that they hadn't been doing those things. With the patient¿s hip surgery coming up soon, it was recommended that they continue to charge their devices regardless of use. It was noted that patient knowledge and understanding of equipment may have led or contributed to the issue. The issue was not resolved. The manufacturer representative was to meet with the patient to troubleshoot their system and identify issues. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they ran an impedance check and all values were within normal range. The manufacturer representative reprogrammed the patient¿s device and successfully captured the pain pattern. It was unknown what caused the issue of stimulation increasing unexpectedly. No falls or accidents were reported that could be related to the issue. It was noted that the patient had two programs under the group that they were utilizing and possibly didn¿t reduce the amplitude setting on one of the programs, which may have caused a strong sensation. The manufacturer representative stated that the patient received re-education on the products and the issue was resolved to the best of their ability.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.